Event description:
It was reported that the item broke during a thr procedure. No injuries or delays reported. Back up device available.

Manufacturer narrative:
It was reported that the item broke during a thr procedure. No injuries or delays reported. The associated r3 liner impactor head, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The impactor head is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.